Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
This emdr is being submitted for unknown number of quantity. Reference number (B)(4). Event occurred in the united states. The patient reported experiencing a bent cannula event on (B)(6) 2025, which disrupted insulin delivery and resulted in hyperglycemia. The elevated blood glucose was successfully managed by the patient through self-administration, resolving the issue with no further complications. No further information available.